Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/reporter contacted lifescan on (B) (6) 2010 on behalf of the lay user/pt alleging that the one touch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist spoke with the reporter on thursday (B) (6) 2010 to obtain add'l info. On (B) (6) 2010, the pt obtained a 146 mg/dl at breakfast and 167 mg/dl at morning snack. At noon the pt tested 92 mg/dl and administered 13 1/2 units of novolog, instead of his usual 17 units by accident. Within 20 minutes the pt collapsed and eyes open with a blank stare. He was administered 2 juice boxes, since he was conscious. A retest was performed following the juice treatment and a result of 20 mg/dl was obtained at 12:41 pm. No further treatment was sought. The pt tested 261 mg/dl at 3:00 pm, 365 mg/dl at 4:00 pm and after 5:00 pm he tested 231 mg/dl, 103 mg/dl, 88 mg/dl, and 99 mg/dl. The reporter indicated that the pt would not have administered any insulin if the blood glucose result had been lower than 90 mg/dl. Pt tests 9 times daily and administers 20 lantus at morning, 17 units novolog at breakfast, 17 units at lunch and 13 1/2 units at dinner the reporter indicated that the pt has to be reminded to eat and administer insulin, since he forgets when playing video games. The reporter claimed that he closely manages the pt's diabetes management. Currently, the pt has an a1c of 6.0. The customer care advocate (cca) walked the reporter through two consecutive control solution tests and the results fell within specs. Replacement products were sent. This complaint is being reported due to the following conclusion: the pt developed symptoms of hypoglycemia and required treatment after administering insulin based on the meter result.